Manufacturer narrative:
Device technical analysis: this product was surgically abandoned in the patient. As such, physical analysis has not been conducted in our laboratory. Investigation conclusion: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, we have determined that use error factors most probably contributed to the event. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review,

Event description:
It was reported that this patient underwent open chest surgery six weeks after being implanted with a subcutaneous implantable cardioverter defibrillator (sicd) system. Prior to surgery, noise was observed on the electrode and it was noted that the electrode was implanted using metal sutures. During the surgery, lead body damage was identified; therefore, the electrode was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent open chest surgery six weeks after being implanted with a subcutaneous implantable cardioverter defibrillator (sicd) system. Prior to surgery, noise was observed on the electrode and it was noted that the electrode was implanted using metal sutures. During the surgery, lead body damage was identified; therefore, the electrode was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.